Event description:
It was reported that the patient had syncope and went to the hospital. The electrogram indicated a slow heart rate, and the device was at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) was returned and analysis indicated high current drain was a result of anomalous condition internal to the hybrid.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.